Event description:
Additional information gathered revealed the patient's sensor readings have been consistent. In turn, no issues have been indicated in relation to the patient's sensor.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported persistent elevated pulmonary artery pressure readings present despite higher doses of diuretics. In turn, the patient began to experience dizziness. A pulse mean analysis revealed no anomalies. Next, a right heart catheterization was performed to check the accuracy of the patient's sensor.